Event description:
Allegedly, the pt armrest support bar on the system was not locked in place and reportedly the bar swung down and struck the pt in the head. At that time, the pt stated they were ok. After leaving the radiology office, the pt went to the ER at a local hosp. Pt was examined and found to have a bump on the head. Pt was subsequently released. Then in 2000, pt was examined at another local hosp and was found to have a concussion. A brain scan was performed but the results are unknown at this time. The pt subsequently has still not recovered and may need to consult a neurologist.